Event description:
On (B) (6) 2009, the patient reported he had 2 of his insulin infusion headsets that did not properly adhere to his skin. He stated he cleaned and dried his site area prior to inserting the headset. No blood glucose concerns related to this issue were reported. The patient did not require assistance for a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.